Event description:
It was reported that an 840 ventilator was measuring incorrect oxygen values and they could not longer be calibrated. At this time, it is unknown if there was patient involvement. A service engineer (se) inspected the device and was unable to duplicate the reported condition but found relevant diagnostic codes in the memory logs. As a precaution, the se replaced the oxygen sensor. The unit passed all testing and operates within the manufacturing specifications.